Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned device. The reported difficult to insert was not confirmed due to the condition of the returned device. It may be possible that the filter was pulled into the pod too quickly or with force causing damage to the delivery catheter pod preventing the filtration element from being able to load; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the initial difficulty to insert. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that there was resistance retracting the filter into the delivery catheter (dc) pod for two emboshield nav6 embolic protection systems (eps). The filter opened and was rendered useless. The devices were not used. The procedure was successfully completed with a non-abbott filter wire. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified that the eps was returned with blood on the dc pod, inside the dc pod lumen, on the filter membrane, on the bare wire coils and on the deliver catheter handle. The filtration element was returned on the bare wire at the step and was fully expanded distal to delivery catheter pod (dc pod). A 4mm portion of the filter membrane was located off the filter support structure assembly. Although the account reported the device was not used in the patient anatomy the return device analysis suggest that it was. No additional information was provided.